Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After meeting all release criteria, the physician unscrewed the closure device from the core wire of the wds. After the device was released, it shifted more proximal into the la. The physician attempted to retrieve the closure device percutaneously but was unsuccessful. The closure device migrated into the left ventricle of the patient. The patient was brought to have an open-heart surgery. During surgery the closure device was successfully removed from the patient. The patient is expected to make a full recovery from this event and be discharged from the hospital.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After meeting all release criteria, the physician unscrewed the closure device from the core wire of the wds. After the device was released, it shifted more proximal into the la. The physician attempted to retrieve the closure device percutaneously but was unsuccessful. The closure device migrated into the left ventricle of the patient. The patient was brought to have an open-heart surgery. During surgery the closure device was successfully removed from the patient. The patient is expected to make a full recovery from this event and be discharged from the hospital. It was further reported that during surgery the laa of the patient was clipped. The patient is stable, recovered from this event, and discharged from the hospital.